Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increasing impedance values since (B)(6) 2019. It was noted that the patient had fallen during this time. The physician states that the patient fall likely caused a right ventricular lead fracture. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.